Manufacturer narrative:
(B)(4).additional information: upon further investigation by baxter, this event has been determined to be non-reportable.

Event description:
It was reported to baxter that one (1) automix 3 +3/as compounder transfer set was observed leaking. According to the customer, the leak is at the junction of the tubing and filter on both the red and green lines. There is no patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the sample is available for evaluation, per the customer; however, the sample has not yet been received by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted. This is a 510k exempt product; however, based on a medical assessment of this incident, this report is being submitted.this MDR was submitted on (B)(4) 2010; however, due to a failure to receive ack3, this MDR is being resubmitted on (B)(4) 2010.